Event description:
It was reported that a patient¿s stimulation cut off and on. The patient stated that at about 4 am this morning, he moved his knees to support his book and the stimulation ¿cut off¿. He moved his legs back and it came back on for a little while. It was stated that it then ¿turned off and on for about 30 seconds and then cut off again¿. It was reported that the recharger showed that the implantable neurostimulator (ins) was fully charged and powered on, as did the patient programmer. The patient stated that he turned the stimulation ¿up really high¿ and the ¿program registered that amp was increasing, but he was not feeling stim¿. The patient reported having no falls or trauma.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3487a, lot# l40264, implanted: (B)(6) 1997, product type: lead. (B)(4).